Event description:
It was reported that two rods were broken approximately 3 months primary surgery. A revision surgery was done to replace the broken rods. Fusion was not complete.

Manufacturer narrative:
Device was returned to the manufacturer for evaluation. A visual examination confirmed the breakage. Function, measurement and visual inspection found remaining parts within specification. According to the report, no fusion had occurred. Device is labeled as temporary fixation and is not intended to function over time without fusion or proper support. In addition, device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.